Manufacturer narrative:
The impella lp2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed with the results of the investigation.

Event description:
The complainant reported an (B)(6) year old asian male presenting with acute myocardial infarction and cardiogenic shock for cardiac support with the impella lp2.5 pump. During support, a bleed from the access site had formed. As treatment, the device was removed, 10 units of blood products were delivered, and an intra-aortic balloon pump was used as a replacement cardiac support device.